Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a healthcare professional. Review of the records identified the following: the patient fell and was revised due to peri-prosthetic fracture, impingement, synovitis, rom limited mobility, subsidence, subluxation, and wear. A comminuted fracture of the proximal femur was noted. The stem was impacted into the femur and rotated in severe anteversion. The femoral head was noted to be mildly subluxed. Metal debris was noted lining the capsule and bursal area. The liner was noted to be damaged posteriorly from the neck of the femur and it did impinge and wore through the plastic on the edge and generated some metal debris. The shell remained implanted, all other components replaced. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer bioloxa® delta, ceramic femoral head, m, a¸ 32/0, taper 12/14, cat#00877503202. Zimmer shell porous with cluster holes 52 mm, cat#00620205222 lot#63835268. The device will not be returned for analysis due to the device being discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent an initial right tha. Subsequently, the patient was revised approximately 2 years later due to peri-prosthetic fracture (patient fell and landed on right hip), impingement, synovitis, rom limited mobility, subsidence, subluxation, and wear. Attempts have been made and additional information on the reported event is unavailable at this time.